Event description:
It was reported a balloon ruptured at an unknown atmosphere during stent dilatation. During withdrawal of the balloon catheter, a segment of the balloon material detached and remained in the pt. Retrieval attempts utilizing a snare were unsuccessful. The detached segment was intentionally and successfully tacked between the vessel wall and the stent. The physician is confident the segment is secured and no further action will be taken. The pt's condition is fine. This device was returned, evaluated and retained by this MFR. The engineering eval indicated the distal portion of the balloon and the distal bond were detached and not returned. There was a deep scratch located on the distal tip of the shaft in the first 3 millimeters of the shaft. . One centimeter of remaining balloon material was located in the proximal transition zone. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. This device displayed characteristics consistent with contact with a sharp external source, a deep scratch on the distal tip. Also, this device was inflated without the use of a pressure gauge and used in a non-indicated procedure. Follow up revealed this device was used 2 yrs past the date of expiration. Co believes the above factors contibuted to this event and do not attribute it to the device. Directions for use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries. If loss or pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. It is essential that a pressure gauge catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product.